Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0hxzv, implanted: (B)(6) 2014, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
A consumer whose indication for use is movement disorders reported that there was a loss of stimulation; for the past month the patient had been having a terrible time with stumbling/falling which had been occurring since (B)(6) 2015. The patient connected to the implantable neurostimulator (ins) with the patient programmer and the patient stated that therapy was off. The patient noted that therapy could have been off for the last month but she was not sure. Stimulation was turned back on and amplitude was turned to 2.0. Further follow-up is being conducted to obtain information about the steps taken to resolve the issue. If additional information is received, a supplemental report will be submitted.